Event description:
Information was received from an unknown source regarding synchromed pumps that may have been used in unknown patients. The drug being delivered by the pump was unknown. A complaint regarding replacement of defective synchromed pump was reported. It was reported that the pumps delivered were all defective. Reportedly the pumps were purchased on (B)(6) 2015.